Manufacturer narrative:
Investigation summary: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference related MFR. Report numbers: 1221359-2022-03437 through 1221359-2022-03439.

Event description:
The consumer reported three false negative reports with the binaxnow covid-19 antigen self-test on an unknown date via social media. This report is for test two (2) of three (3). The consumer indicated that they took three binaxnow covid-19 antigen self-tests, all of which generated negative results. Pcr testing was performed (platform and date unknown) which generated a positive result. No additional information was obtained.